Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va05w0p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen in (B)(6) 2013 because she experienced a return of urinary symptoms. The symptoms included leaking. When urinating, the patient would feel that she was finished, but when she stood up, she was not finished urinating. The implantable neurostimulator (ins) was checked during that visit and the patient was told that programs 1 and 2 no longer were working anymore. It was at this time that the patient was told that the ins would last until (B)(6) 2014. The healthcare provider (hcp) told the patient that the ins should have lasted longer than it had. The patient had stimulation on constantly, but at a low setting. The patient was currently on program 3 and felt stimulation more in the ¿fecal area verses the bladder.¿ it was also stated that the patient had not felt stimulation in a while. The patient was under the assumption that the ins had depleted, as she had a bladder infection last month and the patient used to get bladder infections before implant (therapy helped prevent them). The patient had replacement surgery scheduled for the next day. Additional information was requested, but had not been received as of the date of this report.